Event description:
It was reported that there was a confirmed motor stall and motor stall recovery recorded in the event logs. The first motor stall occurred on (B)(6) 2014 at 9:17 and recovered at 11:35. The pump stalled again on the date of the report at 8:28 and recovered at 9:12. The patient did not recall being close to any magnets. The healthcare provider (hcp) stated they would give the patient oral medications and replace the pump. The patient noted feeling ¿a little different¿. It was later reported that the first motor stall lasted 1 hour and that the patient had symptoms then. The second stall lasted 2 hours, but the patient had no symptoms. The patient was at work in 2 different locations when the stalls occurred, thus no magnetic resonance imaging (MRI), and they did not believe the pump was exposed to electromagnetic interference (emi). The patient had a pain medication prescription, but had not had to utilize it. The reporter had daily contact with the patient and did not believe any audible pump alarms had been heard. The daily dose was reportedly at a low dose, and they programmed the pump in sc (simple continuous) minimum rate of 0.048mg/day. They did not want to have to replace the pump unless it was necessary because it would be a "big ordeal" for the patient. Troubleshooting and programming were discussed with the reporter. The pump system was being used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that multiple motor stalls had occurred, at least 7. The motor stalls recovered after more than 2 hours. It was unknown if the patient experienced any symptoms or complications associated with the event. The pump was replaced as a result of the events. It was unknown if any diagnostic testing or troubleshooting had taken place, or if the product issue had resolved; the cause of the product issue was not determined. The patient's status was reported as alive, no injury. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis of the pump found a pump motor feedthru anomaly. There was shorting across the insulator.